Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with corneal haze and blurry vision post photo therapeutic keratectomy (ptk) procedure. Reporter indicated an increased topical steroid dosage was prescribed. Additional information has been requested.